Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that 2 115 x 12 stem trials broke while impacting, all parts retrieved. It was also indicated that the 2.5 x 12 mm insert trial metal post bent. No surgical delay. Parts will be returned. Examination of the four returned tc3 rp tib ins trl confirmed the pin components have partially migrated out of the trial bodies resulting in a tilted position. There is random significant scarring and gouging. The overall condition of the devices indicate moderate usage.